Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Pictures from procedure. Four digital photographs of a post operative bile leak were returned for review. Ees (B)(4) reviewed the photographs: "due to the position ,magnification and reflective glare of the photographs I could not identify with any certainty clips much less their formation. Unfortunately I was unable to provide any additional information relative to what may have occurred based on analyzing the photographs." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy on (B)(6) 2011 and everything went as expected. On (B)(6) 2011 the results were return from ercp testing and it led to a diagnostic laparoscopy. Surgeon was able to see bile coming through the cystic duct. The leaking was treated with electrocautery. The surgeon did not notice any clip malformation but did see the leakage coming through the duct and staple line. The surgeon always puts two clips on the patient side. The patient has fully recovered.